Event description:
It was reported the connection between the tip electrodes and the shaft were disconnected; a gap was visible at the start of the shaft. No adverse patient consequences were noted.

Manufacturer narrative:
One 5f supreme ep catheter was received for evaluation. Visual inspection revealed a separation of the shaft from the body of the catheter. In conclusion, the returned catheter was received with a separation of the grey shaft from the black body. Corrective action has been initiated to address a bond separation on supreme catheters.